Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for in clinic follow-up; where a pocket infection was identified. The pulse generator was explanted and replaced. The patient was in stable condition.